Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that the teeth are dull and locking mechanism is not securing properly. Did not happen in surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the gripping teeth of the attune patella resection guide presents deep scratches, signs of wear and deformation. Additionally, numerous oscillating marks and nicks were observed, all over the blade cutting guide area. Consistent with the saw blading coming into repetitive contact with the flats of the slots. A dimensional inspection was unable to be performed, due to post manufacturing damage. A functional test to asses the functionality of the locking mechanism revealed, that the lamp trigger was able to ratchet and release as intended without restriction. Therefore, it is reasonable to conclude, that the reported functionality issues are related to the observed, condition of the gripping teeth. This type of damage is consistent with a saw blade or other tools with hard edges coming into contact with the gripping teeth, properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed. As the observed, condition of the attune patella resection guide would contribute to the complained device issue. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the teeth are dull and locking mechanism is not securing properly. Did not happen in surgery.